Manufacturer narrative:
The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up the lead dislodgement was observed. No lv capture was noted. Physician opt for longer lead due to different vessel selection. No patient consequences before of after the procedure.